Event description:
The surgeon reported a system message displayed during set up for surgery. The surgeon canceled cases. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the footswitch pcb. The system was then tested and met all product specifications. The footswitch pcb has received and in house testing in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).